Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called regarding the safety scroll wrap letter received and reported that she had the issue multiple times since march. Customer reported that her blood glucose was in the 30 mg/dl range. She treated by drinking orange juice. She went to speak to the doctor on 04/13/2015 and changed some settings. Customer declined troubleshooting. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.